Event description:
Correction is being made to previously submitted h9 - corrective action #. The h9 field should have been blank.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h9 - corrective action #. The corrective action # (h9) that was previously submitted is not relevant to this MDR. H9 - (blank).

Manufacturer narrative:
A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited residue in the rubber. There was no patient involvement.